Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-ray reviewed found overall fit and alignment of the implants is appropriate. Normal bone quality. No signs of loosening. Oblique fracture involving the proximal femoral diaphysis as well as the femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date and was subsequently revised for a periprosthetic fracture. The stem and cup were revised. Attempts have been made and no further information has been provided.